Event description:
Ventricular lead oversensing. Pt received first ipg when she was around 1 month old. St jude microny ii. High rv threshold of 1.5v was measured (B)(6) 2016. Patient age: 5yrs 9 mts. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).